Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported incomplete flaps in four patients. Additional information requested.

Manufacturer narrative:
As the system parameters are user defined, possible incomplete sidecut may occur when the incorrect settings are used; additionally, ocular movement during treatment, ocular anatomy, and loss of suction can also contribute to, or be the cause of, an incomplete sidecut/flap. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).